Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient stated that she had a right hip revision done on (B)(6). Patient stated that she is still in pain.

Manufacturer narrative:
An event regarding pain involving an ceramic head was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿review of these records confirms aseptic loosening of the acetabulum in a primary tha occurred, however, the root cause cannot be determined. Inspection of the explanted cup at the time of revision surgery revealed no ingrowth of bone in to or on to the ingrowth surface of the acetabular cup. There are many possible causes for this was but none were identified. All pre-op imaging studies failed to reveal a mechanical complication. Laboratory work up and surgical pathology both proved negative for infection. No soft tissue destruction, adverse tissue reaction or metallosis was reported intra-operatively. No laboratory evidence of increased cobalt or chromium levels was provided. There is no evidence for obvious defect in the implants or their manufacture." -product history review: a product history review could not be performed as the device was not properly identified. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. The clinician noted, "there is no evidence for obvious defect in the implants or their manufacture." A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. The following devices were also listed in this report: 1. Gap plate screws; cat# 2080-0030; lot# 422l7v. 2. Uni adaptor sleeve v40 ti; cat# 6519-t-204 ; lot# 56191904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient stated that she had a right hip revision done on (B)(6) 2016. Patient stated that she is still in pain.